Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a64 error alarm during self test due to faulty electrical component on the radio frequency board. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.